Event description:
The biomedical engineer (bme) reported that they rebooted the central nurse's station (cns), and it takes a long time to boot back up and get into the application. It takes anywhere from 1 hour to 1 and 1/2 hours to get back into the application. Tech support (ts) let them know that it should not take that long. They stated it usually gets stuck at verifying the raid and stays in windows until that is done. Ts asked if they ever replaced the hdds on this unit, and they have not. They have had this unit since 2017, so ts recommended they replace the hdds which will fix the issue with the boot up time. Qa inquired if they were rebooting the unit for preventative maintenance, or if they were doing it as there was failure of some sort; however, the customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they rebooted the central nurse's station (cns), but it would take an excessive amount of time and was getting stuck at verifying the raid, staying in windows until that was done. Technical support (ts) asked if they ever replaced the hdds on this unit, and they had not. It was unknown why the unit was being rebooted, and the customer was unresponsive to inquiries about this. No patient harm was reported. Investigation summary: the device was put into service on (B)(6) 2017. The warranty expired on 07/30/2019. The approximate age of the device at the time of malfunction was 4.5 years. A review of the device history found that the hard drives were not reported to have been replaced in the 4.5 years of the life of the device. The root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. It is expected to be replaced periodically or as indicated. Hard drive expected useful life is approximately 20,000 hours of use / two years. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Upon nihon kohden technical services (nk ts) enquiry, the customer reported never having replaced the hard drives on the unit. The customer was advised to replace the hard drives, and they were provided with new hard drives.

Event description:
The biomedical engineer (bme) reported that they rebooted the central nurse's station (cns), but it would take an excessive amount of time and was getting stuck at verifying the raid, staying in windows until that was done. Technical support (ts) asked if they ever replaced the hdds on this unit, and they had not. It was unknown why the unit was being rebooted, and the customer was unresponsive to inquiries about this. No patient harm was reported.